Event description:
Report received of an over-delivery. The customer indicated that the event was the result of an error in programming the device. The pump was programmed to deliver heparin at a rate of 162ml/hr instead of the intended 16ml/hr. After one hour, the pump reportedly gave an audible alarm. At this time, the nurse noted the error and the infusion was stopped. The patient was monitored, with no signs of bleeding noted. There was no reported adverse patient sequelae. Though requested, no further information was available.